Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. During revision, the physician noted that the previous implanting physician did not suture the lead down using suture sleeve. Moreover, this lv lead was explanted. No additional adverse patient effects reported.